Event description:
It was reported, the rigid video scope had a b30 error and e216 error (communication error). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemental to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mgf report # 9610773-2024-30139.

Event description:
No additional information received from customer.